Event description:
The customer contact reported the pt rec'd less medication than intended. At 2000, line b of the device was programmed to deliver zosyn 100ml, at a rate of 25ml/hr, for a duration of 4 hrs, and the delivery was started. After approx 5 hrs, it was reported that the nurse noted only 85ml of the zosyn had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.9ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of last programming on the device history indicates that on (B)(6) 2012 at 1532, line b was programmed in the concurrent mode to deliver an unspecified antibiotic 100ml, at a rate of 25ml/hr., with a vtbi (volume to be infused) of 100ml, for a duration of 4 hrs, and the delivery was started. Between 1557 and 1600, the device alarmed n186 (distal occlusion) 3 times, and the delivery was restarted 3 times. At 1602, the device was turned off. This reported represents all the information known by the rptr upon query by hospira personnel.